Event description:
On (B)(6) 2014, a (B)(6) male pt with blood clots came in for a venous thrombectomy procedure. It took the physician 2 hours and 15 minutes to get into the vessel due to the clots being very thick. The physician was finally able to advance the torq-flex (B)(4) modification mandril wire guide through the clot; however, the wire went outside the vessel into the extra vascular tissue. The pt came back in on (B)(6) 2014 due to the clot returning. A second procedure was performed on (B)(6) 2014. When trying to advance the wire, it also went through the vessel. It was then noticed that the wire used in the first procedure had separated and coiled outside the vessel and the wire used in the second procedure got caught on the coiled wire resulting in the tip shearing off in the extra-vascular area of the pt (1820334-2014-00101). The wires remain in the pt and the pt is doing fine at this time. The fragmented wires remain in the pt at this time. According tot he initial reporter, the pt is doing fine. The pt was stable and informed of the incident.

Manufacturer narrative:
(B)(4). Event is currently under investigation.